Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the provisional was fractured along the lateral side of post and exhibits signs of repeated use. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design deficiency. Investigation into this issue determined that the likely root cause for the provisional fractures is bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.